Event description:
The patient was revised because the liner disassociated from the cup.

Manufacturer narrative:
Examination of the returned device finds evidence to support the report of disassociation. The device and records evaluation however, did not verify or identify any product error with regard to the reported event. A complaint database search finds no other reported incidents against the provided product and lot codes, since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.